Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during a saline trial, the customer experienced an elevated blood glucose (bg) level of 402 mg/dl. The customer used manual injections to address bg level. Reportedly, the pump was being used with saline, and the customer was using manual injection for insulin therapy. Recommendation was made to consult with health care provider regarding diabetes management.